Event description:
Per the clinic, the patient was hospitalized for an infection near the implant site. The patient was treated with IV antibiotics, wound debridement, and underwent a surgical procedure to reposition the internal device. The device was subsequently explanted due to chronic infections on (B)(6) 2005. It was also reported that on (B)(6) 2007, the patient underwent a debridement of the wound and a surgical procedure to remove the electrode array.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This device is not available for analysis.this report is filed august 30, 2013.